Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with an unknown saline breast prosthesis and experienced a deflation on the right side post-operatively, which was confirmed during an office visit. As a result, the patient underwent explantation on (B)(6) 2022. If additional information is received relating to the device, a supplemental report will be sent.

Manufacturer narrative:
Since no lot number was provided, no manufacturing record evaluation review could be performed. On april 08, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 05, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the saline implant, 375 cc had an area of siltex cracking on the posterior view and a pair lines of shell wear on the anterior and extending to the posterior view. In addition, a tear was identified within the siltex cracking, measuring approximately 0.4 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).